Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Device was returned without a specific complaint. Failure event observed during analysis. Visual analysis was performed, and the outer helix and device components were within specification. Inner helix was measured and found to be compressed. Electrical features were analyzed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.